Event description:
It was reported that the ilet could not charge and the charging pad showed no green light when the pump was placed screen up in the center; the charger also failed to charge a phone, a different outlet was tried without success, the pump subsequently powered down, and the user was advised to use backup therapy, with a replacement charger arranged; this constitutes a charging problem associated with the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem localized to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.